Event description:
Caller states neonate patient received the following inform/lab values within 10 minutes of each other: 27 mg/dl/11 mg/dl, 54 mg/dl/38 mg/dl comfort curve test strips were used. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.